Manufacturer narrative:
Findings: no button response due to moisture damage keypad traces. Unable to verify motor error alarm due to no button response. However unit had moisture damage on electronics and motor. Unit had scratched display window.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer had a blood glucose level was 112 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.